Event description:
The pt was implanted with an ams "pelvic mesh product." It was reported that the pt experienced serious bodily injuries, including, but not limited to, extreme pain, erosion, dyspareunia, additional surgery, and other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.